Event description:
Distal tip of the guide was broken off during use. Surgeon located and retrieved the piece without without impact to the pt, or delay to the procedure. Case was completed using the device.